Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device is not being returned, product return follow ups were performed and no further information was provided, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that all the threads could not be tightened but became loose when the surgeon pulled the thread for graft suturing and applied tension during acl repair surgery. The surgeon used alternative speedtrap, but the same problem was occurred. The surgery was completed at third trial to use speedtrap. It was brand new and the first use when the issue occurred. There was less than 30 min. Surgical delay and no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.